Event description:
This report was forwarded to merz aesthetics by (B)(4) at merz pharma (B)(4). A female, pt, was injected with two 0.8 cc radiesse syringes into cheekbones on (B)(6) 2011, and on (B)(6) 2011, developed bilateral inflammatory edema (cheekbones) without pain, treated with antibiotics per "os" plus corticosteroids (solupred). On (B)(6) 2012, dr. (B)(6) merz (B)(6)forwarded an update to merz aesthetics. Dr. (B)(6) reported the event as "2 inflammatory cheekbones" following the radiesse injection manifested as edema and redness; moderate intensity and ongoing. Since (B)(6) 2012, the pt was treated with diprosone cream, 2 times daily for 6 days leading to transient improvement; solupred (prednisolone) and orbenine (cloxacillin) for 6 days. No lidocaine was added to the radiesse syringes. Indication for radiesse injections was listed as "increasing volume of cheekbones." Causality relationship listed as "probably." The pt had previous radiesse injection "since (B)(6) 2010, 8 vials." Dr. (B)(6) stated the event is not serious, however, he added that the condition required medical/surgical intervention and the incident is considered medically important.

Manufacturer narrative:
The device history records were not reviewed. A lot number was not provided.